Event description:
During an atrial flutter procedure, the patient became bradycardic, went into cardiac arrest, and expired. The procedure began by positioning the inquiry catheter in the coronary sinus and using a (B)(6) intracardiac echo probe to map the right atrium. The map and geometry were collected with a (B)(6) circular catheter. The typical atrial flutter ablation was performed with a (B)(6) 8mm rf(radiofrequency) ablation catheter. After mapping and ablation in the right atrium were completed, the (B)(6) circular catheter was moved to the left atrium via transseptal puncture using swartz and agilis sheaths and a brk needle. Geometry of the left atrium and a voltage map were collected and showed an electrical signal in the pulmonary veins. Isolation of the pulmonary veins began with a (B)(6) (farapulse, (B)(6)) catheter and (B)(6) ((B)(6)) equipment and technical support. Immediately after ablation of the pulmonary veins, a new map of the left atrium was collected using the (B)(6) circular catheter to check whether the veins were isolated. At that moment, after the geometry collection began on the posterior wall of the left atrium, the patient became bradycardic and went into cardiac arrest. The team performed resuscitation maneuvers, but after a period of attempts, the patient died. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).